Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the original stylus was not present, with a new stylus there was no problem. It was noted the touch screen was to be replaced as a preventive action. Analysis found both keyboard hinges and the latch from keyboard were broken. During the software installation the power supply became very warm and the programmer shut down; the cooling fan of the power supply was not working.

Event description:
It was reported the touch screen and the pen calibration were faulty. The programmer was returned for service. No patient complications have been reported as a result of this event.